Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing clamp would not engage. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the safety clamp fitment on item # 2420-0007 is not engaging when nursing pulls the tubing from the pump. There were a total of 3 events: 2 that occurred on (B)(6) 2022 (sets not saved) and 1 that occurred on (B)(6) 2022 (set saved).

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing clamp would not engage. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the safety clamp fitment on item#: 2420-0007 is not engaging when nursing pulls the tubing from the pump. There were a total of 3 events: 2 that occurred on (B)(6)(sets not saved) and 1 that occurred on (B)(6) (set saved).

Manufacturer narrative:
The following are possible lot numbers: d4: medical device lot#: 22075932, d4: medical device expiration date: 26jul2025, h4: device manufacture date: 26jul2022, d4: medical device lot : 22085028, d4: medical device expiration date: 01aug2025, h4: device manufacture date: 01aug2022, d4: medical device lot#: 22085030, d4: medical device expiration date: 01aug2025, h4: device manufacture date: 01aug2022, d4: medical device lot#: 22085069, d4: medical device expiration date: 02aug2025, h4: device manufacture date: 02aug2022, d4: medical device lot#: 22085153, d4: medical device expiration date: 02aug2025, h4: device manufacture date: 02aug2022, d4: medical device lot#: 22085070, d4: medical device expiration date: 03aug2025, h4: device manufacture date: 03aug2022. The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 08-jan-2023. H6: investigation summary: two samples were submitted for quality investigation. The customer complaint of clamp issues / damage related to clamp was not verified. Evaluation of the samples submitted started with visual examination of the samples. There no were visual defects or damage seen on the samples. The samples were then primed and inserted into an alaris pump in order to determine if the safety clamp in the pumping segment worked when the door was close and when the door was opened. In both cases, the safety clamp in the lower pumping segment fitting worked as intended. There were no further issues found with the infusion sets. A device history record review for model: 2420-0007, lot number: 22075932 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 2420-0007, lot number: 22085028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 2420-0007, lot number: 22085030 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 2420-0007, lot number: 22085069 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 2420-0007, lot number: 22085153 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 2420-0007, lot number: 22085070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure could not be replicated.